Event description:
During remote monitoring, episodes of oversensing were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated rv lead damage was suspected, but could not be confirmed. A revision procedure was performed, and the rv lead was capped and an existing implanted high voltage lead was reconnected to the device to enable pacing and sensing. The patient was in stable condition.